Event description:
Philips received a report from a customer that an mr operator was injured. A patient went into the mr examination room with a crutch, which was attracted to the magnet. As a result of the attraction, the operator received a small cut in the finger, which required stitches.

Manufacturer narrative:
(B)(4). This event was due to not following MRI safety standards by bringing a non mr compatible crutch into the mr examination room. It is stated in the instructions for use that no magnetic materials should be brought into the examination room. The safety directions in the instructions for use contain warnings on this matter.